Event description:
It was reported that the customer passed away. It was reported that the customer continued to receive insulin despite having a low blood glucose. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
This information is provided in response to your request dated september 23, 2014 for additional information. Our original medwatch report was submitted with additional information in section a and incorrect date in section b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.